Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific crm received information that this pacemaker-dependent patient returned to the clinic because he was not feeling well. Upon device interrogation, the device registered at end of life (eol) with vvi-50 pacing. No further testing could be performed. Seven months prior, the device magnet response was 100 ppm, and four months later, it was 90 ppm, with an estimated longevity of 1.5 years remaining. The sudden eol observed clinically was unexpected. The device was explanted and replaced the same day due to a suspected product performance issue with the battery longevity. The chronic leads were reconnected to the new pacemaker without complication. The explanted device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005). The pacemaker was explanted, replaced, and returned for analysis.